Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting intermittent loss of capture. There was no change in impedance measurements; however, the physician was convinced that the lead was fractured. Therefore, a revision procedure was performed and the lead was successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.